Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that she had had a packaging issue ¿ delica lancing device was missing from her onetouch ultra 2starter kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged missing product issue occurred in the afternoon of (B)(6) 2017. The patient manages her diabetes with oral medication, diet and exercise and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on (B)(6) 2017, 3:10pm after the alleged issue began she developed the symptom of ¿felt shaky¿, the patient stated that she was unsure if she was experiencing a high or low blood glucose excursion. The patient denied receiving any treatment. At the time of troubleshooting. When cca educated the patient on the correct contents that come with the kit, he confirmed there was no missing product. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because of the delay in treatment which the patient experienced after being unable to test their blood glucose using the subject meter due to the alleged missing product. The patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.